Event description:
Journal ref: patrick et al. "Deep brain stimulation of the internal pallidum in multiple sys atrophy - case report" parkinsonism & related disorders/2006/12/181-183. The article is a case study of one male pt with multiple sys atrophy who was treated with bilateral dbs of the internal pallidum. At 4 months his axial dystonia changed to an extension dystonic posture with a tendency toward retrocollis.